Manufacturer narrative:
An event regarding revision of a triathlon insert component during a revision due to patellar subluxation and femoral component malalignment was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that the complaint of ¿kneecap aching and tightness¿, as well as complaints of clicking, are likely due to patellar subluxation requiring lateral release at revision surgery and likely persisting as complicated by the lateral incision and quadricepsplasty performed at the primary total knee arthroplasty surgery on the left. There is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this clinical situation. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the insert component was exchanged during the revision procedure due to patellar subluxation and femoral component malalignment. No issue with the insert component was reported; it appears that the insert component was exchanged to facilitate access during the revision procedure. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had left knee replacement. Patient's left leg looked crooked, was unsteady and was experiencing pain.

Event description:
Patient had left knee replacement. Patient's left leg looked crooked, was unsteady and was experiencing pain.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon mis baseplate #4; cat# 5520-m-400; lot# syn7s; triathlon symmetric x3 patella; cat# 5550-g-339; lot# b779; triathlon cr fem comp #3 l-cem; cat# 5510-f-301; lot# sxd6s. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.